Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had fallen 5 times leading to a dislocation. Patient was brought to the or where it was found that the depuy 28mm head had dislocated from the poly liner. A trident constrained liner was then used.

Manufacturer narrative:
An event regarding dislocation involving an adm insert was reported. The event was not confirmed. A visual inspection confirmed that scratches existed the external articulating surface of the adm insert, consistent with the reported event. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. It was outlined in the event description that the patient fell "5 times leading to a dislocation." It is acknowledged that the impact due to a fall can lead to dislocation, however further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further and to try root cause the event. There is no evidence from the information received to suggest a manufacturing related issue.

Event description:
Patient had fallen 5 times leading to a dislocation. Patient was brought to the or where it was found that the depuy 28mm head had dislocated from the poly liner. A trident constrained liner was then used.